Manufacturer narrative:
The reported event was confirmed. One sample was confirmed to exhibit the reported failure. Visual evaluation of the returned sample noted one opened (without original package) used temperature sensing silicone foley catheter with inlet tubing was received. Visual inspection of the sample noted obvious visible defects. The balloon was inflated with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and the solution immediately went into the drainage lumen indicating the lumen to lumen leakage. A potential root cause for this failure mode was due to the geometry of the core pins caused the lumen to lumen leakage. The device did not meet the specifications. The product used for diagnostic and treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Per investigation a labeling review was not required. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter fell out after the placement due to the water leakage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out soon after the placement due to the water leakage.